Manufacturer narrative:
On (B)(6) 2022, the distributor confirmed with the end user that the affected device will not be returned for evaluation and therefore no root cause could be established.

Event description:
On (B)(6) 2022, infutronix received a complaint from an end user: "leaking coming from the black pouch itself during therapy. Upon further inspection they determined the leak was coming from the cassette, which means there is a hole somewhere." Device operator was a patient. Medication infused was unknown. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4) medical co. Ltd.